Event description:
I had saline implants put in back in 2003. I have been very healthy my whole life up until 2011 when I was diagnosed with rheumatoid arthritis. When I was first diagnosed I went on the medicine that the drs told me to go on, to stop the progression of the ra and never thought anything about it. In the past 2 years my health started to decline in different ways. I have had a few MRI's due to debilitating vertigo, brain fog, to the point I feel like I am losing my mind. My joint pain has increased, my hair is falling out, and I am tired all the time. I started seeing a naturopathic dr because I refused to be put on more meds and she had mention my implants maybe causing these issues. So I started looking into it more and found this group of over 30,000 women that all have autoimmune disease and all the same issues I am having plus more. I think before anymore women suffer, there has to be more research done on breast implants and what can happen.